Event description:
It was reported that a swan model d97130f5, lot unknown, did not capture. A new catheter was used and had capture immediately. The event occurred during the case and a terumo 7f introducer was utilized. It was confirmed that there was no injury to the patient. The product is not available for return.

Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits and any excursions above the control limits are assessed and documented as part of this monthly review. The insertion section of the IFU provides important warnings and instructions to verify the electrical continuity and integrity of the device.